Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
The guide wire and the concomitant microcatheter were returned for evaluation. The returned guide wire had the coil wire unraveled and fractured proximal to the mid solder designed to be at 45mm from the wire tip. Both fracture ends were relatively flat and found twisted, indicating torsion had contributed to separation of the coil wire. On the wire shaft approximately 43cm from the proximal wire end, the ptfe coating was circumferentially peeled off at several spots and longitudinal linear scratches were observed nearby the peeled spots likely attributed to a torque device. The returned microcatheter had disarranged strands on its distal shaft. The distal segment of the tip was found deformed. Scratches most likely made by calcification were also observed on the deformed tip. Damage observed on the concomitant microcatheter was unlikely to cause or contribute to patient harm. Based on the provided information and investigation outcome, it was presumed that torsion was continuously applied on the gaia second guide wire while the wire tip was being trapped possibly in severe calcification. When the applied torsion accumulated at the mid solder where the coils were fixed on the core wire, it eventually exceeded the product's design limit and caused the coils to become loose and fractured. Due to loosened coils, resistance between the gaia second guide wire and the concomitant corsair microcatheter could increase during wire removal. As to the ptfe coating damage, an incompletely loosened chuck of the torque device probably scraped the ptfe coating. Damage found on the corsair tip was probably made when contacting the severely calcified lesion at the time rotations might be applied in attempts to cross the lesion that also disarranged the shaft strands. It was concluded that this event was not attributed to product quality. The instructions for use (IFU) states: [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] separation or breakage of the guide wire, abrasion of the guide wire coating.

Event description:
It was reported that the gaia second guide wire was noted kinked or alike during a pci to treat a severely tortuous, moderately calcified cto in the proximal to mid lad. After the guide wire crossed the lesion, a corsair microcatheter was delivered over the guide wire when a kink-like damage was found on the guide wire. The physician commented that the "kink" was due to the severely tortuous and calcified vessel. Upon wire removal, strong resistance was felt with the concomitant microcatheter. The guide wire was able to be removed and replaced with a new wire. The pci was successfully completed without adverse patient effect.

Manufacturer narrative:
(B)(4). Device evaluation could not be performed because the device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. In the production process, namely after the ptfe was coated over the shaft, coating adhesion test is conducted with each coating lot in order to check that the adhesion strength meets the product's specifications. The manufacturing record showed no indication of product deficiency. No product quality deficiency was found on the production records including coating adhesivity. Referring to know incidents, it was presumed that the ptfe coating was damaged by strong friction generated as a sharp edge of the unspecified concomitant device point-contacted the shaft of the reported guide wire. Although no adverse patient effects were reported, a possibility could not be completely ruled out that some ptfe coating fragments might have entered into the patient vasculature. The instructions for use (IFU) states: [warnings] never use metallic cannula or metallic sheaths for insertion and withdrawal of the guide wire. [Otherwise, the surface of guide wire may be damaged significantly.]; [warnings] do not use the guide wire in combination with catheters (atherectomy catheter, metallic dilator etc.) Which metallic part may contact surface of this guide wire. [This guide wire may be damaged or separated.]; and, [malfunction and adverse effects] abrasion of the guide wire coating.

Event description:
It was reported that the ptfe coating of an asahi guide wire was found peeled off during a pci to treat a mildly tortuous, moderately calcified cto in the proximal to mid lad. There were no adverse patient effects related to the peeled ptfe coating.